Event description:
Date of event is unk. The user reported that whilst they were flushing the smartsite following an IV infusion, they noticed that the pt was bleeding from the needle free valve device. They proceeded to remove the smartsite and on closer inspection, noticed that the blue piston inside had collapsed leaving an open system. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The device has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). A review of the historical data for this lot found no manufacturing issues generated for this needle free valve resembling this failure.